Event description:
On (B)(6): customer reports via phone the physicist evaluation found the max r/min to exceed 10r. Physicist shows 11.4r/min at 30ppi.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.